Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The root cause is determined to be anticipated procedural complication because the reported event is a known potential adverse event of stent implantation noted within the directions for use.

Event description:
Same case as 2134265-2008-02750 and 2134265-2008-02749. It was reported, by the patient, that post a coronary drug eluting stenting treatment procedure, severe chest pain, muscular pain, irregular heart beats and palpitations occurred. Follow-up with the physician revealed restenosis in previously placed taxus stents. The physician pre-dilated the lesion with a maverick 2.5x15mm balloon to 6 atms. A 3.0x32mm liberte' bare metal stent was then placed in the 99-70% stenosed lesion located in the distal right coronary artery (rca). A 3.5x8mm liberte' bare metal stent was then placed overlapping this stent into the mid to proximal rca. The physician then implanted a liberte' 3.0x16mm bare metal stent to the 75% stenosed lesion located in the distal left circumflex (cx) artery. This stent was then post dilated with a 3.5x8mm balloon. Post procedure all vessels were widely patent. Angiomax was administered during this procedure. No additional patient injuries or complications were reported. Three months post procedure the patient presented with ongoing chest discomfort. Angiography revealed 20% restenosis in the cx and 20% restenosis in the mid to distal rca. No reintervention was required and the physician believes the patient's pain to be non cardiac.